Event description:
It was reported that the patient experienced a low blood glucose event to 37 mg/dl followed by a seizure while using the ilet system, and the agent connected the patient and caregiver to clinical support for possible further review. Symptoms included hypoglycemia and seizure. Outcomes included urgent low glucose alerts. Investigation included collection of event details from the customer to clarify circumstances and device use around the time of the event. Investigation of this case revealed that the cause of the hypoglycemic event remained unclear, and no device malfunction or specific component issue was identified based on information available. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.